Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used post sphincterotomy during an endoscopic retrograde cholangiopancreatography (ercp) procedure at the ampulla performed on (B)(6), 2012. According to the complainant, during the procedure, the needle was difficult to extend and retract. Reportedly, the needle was locked up and actuated only after numerous attempts manipulating the device. The procedure was completed using this injection gold probe. No device damage was noted. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.